Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: partially closed refers to the clip not device. No transfusion needed nor was there an alteration in patient post op care. Patient status is normal.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon explained that the device when fired on vessel only partially closed. The tips of clip seemed closed, but at the crotch (proximal) were not fully closed. He said the vessel when cut bled and the vessel was controlled by firing more clips and utilization of a grasper to compress the vessel and control the bleeding. Case was completed but partially delayed since they had to control the bleeding from misfired clip. The patient is fine and the case was completed without any other emergent procedure.

Manufacturer narrative:
(B)(4). Batch # = m92l7z. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 3 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.